Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported event of passing out and subsequent medical intervention by emts. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Your new omnipod insulin management system 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had passed out while wearing the pod between 1 and 4 hours on the hip/buttocks. Paramedics administered patient glucose, as treatment. It should be known that patient was in the airport at the time of the event and the pod had emitted an occlusion alarm. Patient felt the cause of passing out was due to not eating. It is not known at what point the pod occluded, bg levels, and/or if the patient was wearing the product at the time of passing out. Therefore, we are reporting this on a conservative basis to report an adverse event occurred while wearing our device, resulting in medical intervention.